Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), visual impairment ("vision problems"), abdominal pain ("abdominal pain"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergy: rash /skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2018 hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, visual impairment, abdominal pain, anaemia, blood disorder, cardiac disorder, dermatitis allergic, urinary tract infection, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anaemia, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: she received treatment for fatigue, vaginal infection, uti, allergy: rash /skin condition, blood/ heart disorder, anemia, abdominal, back, pelvic pain, vision problems, apareunia, dyspareunia, gen abnorm bleed, dysmenorrhea (cramping) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with fatigue, vaginal infection, uti, allergy: rash /skin condition, blood/ heart disorder, anemia, abdominal, back, pelvic pain, vision problems, apareunia, dyspareunia, gen abnorm bleed, dysmenorrhea (cramping). Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnorm bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen, advil, motrin, calcium carbonate, alum, magnesium hydroxide and acetaminophen. Concurrent conditions included hypoglycemia, gastrooesophageal reflux disease, lower abdominal pain, chest pressure, abdominal discomfort, gas pain, shoulder discomfort and fever. Concomitant products included fluconazole, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016, norethisterone (mini-pill) from (B)(6) 2013 to (B)(6) 2015, oxybutynin since (B)(6) 2018, pantoprazole, plantago major extract (lancetan) since (B)(6) 2018, sulfamethoxazole and trimethoprim. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced eye pain ("vision/eye problems type: eye pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type:urinary tract infections") and vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type:vaginal"). In 2017, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision problems"), abdominal pain ("abdominal pain"), anaemia ("anemia/ blood or heart disorder/ condition type: anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), pruritus ("allergy: rash /skin condition/ rashes or skin conditions type: itchy skin"), vulvovaginal pain ("vaginal pain") and urinary incontinence ("urine incontinence"). The patient was treated with surgery ((B)(6) 2018 hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, visual impairment, abdominal pain, anaemia, blood disorder, cardiac disorder, pruritus, urinary tract infection, vaginal infection, fatigue, menorrhagia, vaginal haemorrhage, vulvovaginal pain and urinary incontinence had resolved and the urinary tract disorder, bladder disorder and eye pain outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pruritus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for fatigue, vaginal infection, uti, allergy: rash /skin condition, blood/ heart disorder, anemia, abdominal, back, pelvic pain, vision problems, apareunia, dyspareunia, gen abnorm bleed, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, urinary incontinence, dysmenorrhea, menorrhagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, itchy skin, vaginal pain, eye pain, urine incontinence. Previously reported event- allergy: rash /skin condition updated to event- itchy skin. Reporter information, medical history, concomitant drug, historical drug, events onset date, events outcomes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.